Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 507 mg/dl. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that insulin pump was not on auto mode. The customer was reported that the insulin pump had insulin flow blocked alarm. The event was resolved by changing complete set. The insulin pump will not be returned for analysis.